Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 3006705815-2018-00738. The patient is implanted with two leads and the manufacturer is unable to determine which lead is liable thus both leads are reported. It was reported the patient was not receiving effective stimulation and had never received effective stimulation. During the ipg replacement procedure on (B)(6) 2018 the physician noted that the lead was no longer in place. One of the leads was removed and replaced. Postoperatively the patient is receiving effective stimulation and issue has been resolved.